Event description:
Patient was determined to have a bowel perforation four days status post laparoscopy on 10/30/92. The patient was transferred to a tertiary care center and subsequently died. A subsequent investigation was not conclusive as to whether this was a reportable event. However, this report is being submitted due to the statement of a FDA representative that the FDA was anticipating a report on this incident. Please refer to attachment one for additional equipment involveddevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: performance tests performed, visual examination. Results of evaluation: none or unknown. Conclusion: device discarded - unable to follow-up, none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: none or unknown. The device was destroyed/disposed of.